Manufacturer narrative:
Results of investigation: vyaire medical was able to duplicate the customer's reported issue during testing and evaluation. The ventilator was powered on with a known good ac adapter and known good patient circuit. The ventilator powered on, but the display was not visible or black, the lcd display appeared to be in an off state. Bench testing revealed a malfunctioning inverter board was creating the reported complaint. Vyaire medical replaced the inverter board to address the customer's reported issue.

Event description:
It was reported to vyaire medical that the ventilator was functioning, but the screen went black. There was no patient harm associated with this reported issue.